Event description:
It was reported during surgery, the surgeon compressed the rbl2320 low-profile primary guide with a hand screw driver, and the rbl2320 boke. There were no adverse patietn consequences, and this issue did not prolong the surgery. It was reported the product was discarded and is not available for return.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. The surgical technique advises against hand tightening; however, as the device could not be evaluated, the root cause of the reported event could not be determined.